Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Cause was not known. Elevated bg was addressed by correction bolus. Customer changed supplies to address the issue and resumed insulin delivery.